Event description:
Implant was hitting sleep apnea mask and upper dentures which prevented osseo integration by keeping the implant loose.

Manufacturer narrative:
Device failure caused by surrounding patient conditions affecting implant stability, including an upper denture and a sleep apnea mask.